Event description:
Device was returned due to not keeping volume per nurses notes. Entered 200 ml rate, 1000 volume. Came back 4 hrs later, volume read 6 ml and the bag had over 600 ml left.

Manufacturer narrative:
Device eval results will be submitted when eval is complete.